Event description:
It was reported via repair work order that right side track is missing and the left side track is worn and damaged. This could effect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.